Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-07210. Related manufacturer report number: 2017865-2020-07212. It was reported that the device exhibited premature battery depletion. Additionally, both the atrial and the right ventricular leads exhibited low impedance. During the replacement procedure, both leads were noted to be bent. The system was explanted and replaced. The patient was stable before, during, and after procedure.

Manufacturer narrative:
Additional information: d10 analysis found that a complete lead was returned in one piece measuring 52.3cm. The reported event of lead bent was confirmed while low impedance was not confirmed. The cause of the reported event of lead bent was consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.